Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2019-04326; reference MFR report: 1627487-2019-04327. It was reported that patient experienced infection at the pocket site, wherein the ipg was explanted. As a precautionary measure, the physician decided to explant the lead and cut the extension head at the tail end. Reportedly patient was hospitalized and treated with antibiotics.

Event description:
Device 1 of 3. Reference MFR report : 1627487-2019-04326. Reference MFR report:: 1627487-2019-04327.

Event description:
Device 1 of 3. Reference MFR report : 1627487-2019-04326. Reference MFR report:: 1627487-2019-04327. Additional information received identified that patient weighs (B)(6) .